Event description:
It was reported that during implant, the analyzer showed an hour glass instead of arrow when trying to test leads. Took a very long time to switch between impedance measurements and decrementing threshold numbers. When off pacing, the analyzer was still ventricular pacing; leads had to be unplugged from analyzer. Toggled to device to check once leads were connected. Paper would not print right and was slow. It was decided to give up and interrogate device in recovery. Programmer was shut down and brought into a different room. Device was interrogated again. During threshold testing, the printer was still slow and threshold testing would not run. It would pace for three beats and end test on its own and show results. Would not amplitude decrement for atrial, rv (right ventricular), ot lv (left ventricular) capture. A device was interrogated after this and everything worked fine. The printer was not slow etc. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not replicate the scenario the customer experienced, however, sluggish performance was confirmed in the programmer logs. It is noted system errors were also found in the programmer logs. Analysis found the rf (radio frequency) connector on the lem (link electronic module) printed circuit board was contaminated and the ECG (electrocardiogram) connector was loose. Both antenna¿s were found loose. It is noted the reported analyzer issue was unable to be confirmed; no analyzer was returned with programmer. (B)(4).